Manufacturer narrative:
The device was returned to the factory for eval. It showed signs of clinical usage and evidence of blood. A visual inspection did not identify any non-conformances. The btt balloon was inflated with 25 cc of air through the balloon inflation port and submerge in water; no leakage were observed; however the balloon of the btt didn't inflate evenly (asymmetric). While we are unable to conclusively determine a root cause, the reported event is likely attributable to over inflation of the balloon. The air was removed through the inflation valve without any difficulties. Air was passed through the co2 insufflation port; no blockages were observed in the insufflation tubing. We did not identify any non-conformances. Each btt undergoes a full insufflation inspection prior distribution. Based upon the eval results, the reported complaint could not be confirmed. A lot history record review was completed for the reported product lot number. There was no non-conformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the tunnel wound not inflate with co2 on the vaso view hemopro. After a failed tunnel inflation during initial dissection, this kit was opened and the btt port was used out of the kit to place the btt port that may have been malfunctioning from the previous kit. The co2 tubing from a karl storz insufflator was connected to the btt co2 port, the co2 could be heard missing as it exited the lumen hole in the btt, and 5 lpm flow was being indicated on the insufflator. However, when the port was inserted into the pt's incision site, the flow dropped to zero, and the pressure limit alarm would sound at 15 mmhg. A different insufflator was tried, a stryker, and the same thing happened: co2 flow dropped to zero, and the pressure limit alarm would sound. The dissection cannula was tried, and no tunnel could be achieved using either proximal or distal insufflation connection sites. The co2 gas flow would go to zero and the pressure limit alarm would sound whenever the port was put into the incision site. The case was completed using open harvest technique. The hospital did not report any pt effects.